Event description:
Initial result for a pt gentamicin was 0.3 mg/l. When repeated, the result was 6.2 mg/l. The field service rep found cleaner bottle tube was disconnected causing dirty probes. He repaired the instrument by reconnecting the tube and priming the probes.